Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system, during which it was confirmed that interaction between the valve and the right ventricular (rv) lead resulted in rv lead dislodgement. Approximately 4.5 hours post-procedure, the patient's existing pacemaker was no longer capturing, and their heart rate dropped into the 30s. A temporary pacemaker was placed at that time. On postoperative day (pod) 2, a new permanent pacemaker was successfully implanted. There was no reported patient injury, and the patient was reported to be in stable condition. It was noted that the rv lead had been adhered to the superior vena cava (svc), leaving minimal if any slack when crossing near the center of the septal leaflet. Rv dysfunction, which was mild prior to the implant, progressed to moderate post procedure. The procedure and valve deployment were otherwise routine. There were no concerns with the valve prior to deployment, and it was reported to have been deployed successfully with no issues. The patient's rhythm and hemodynamics remained stable throughout the procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for system interacts with previously implanted device (s) was confirmed with empirical evidence via information provided in the event description. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The evoque IFU contains warnings about device interactions with previously implanted devices, the lead was identified to have minimal slack prior to the procedure. Minimal lead slack has an increased probability of lead dislodgement due to any interaction with the lead being able to apply excessive tension and acutely pull on the contact point in the ventricle. Implanting the evoque valve has unavoidable interaction with the lead as it travels through the annulus of the valve and enough slack must be present for the evoque valve to shift the lead from the center of the valve to the annulus. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.